Event description:
Customer states was feeling weak and tested blood glucose and received a result of 97 mg/dl. The customer felt the result should have been lower. The customer's spouse stated pt was out of it. Emergency medical technicians were called and they received a result of 42 mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.